Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zmb00 22.5 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2018. It was later explanted on (B)(6) 2018, because the patient experienced a significant amount of glare and due to pseudophakia with asthenopia. Reportedly, these outcomes significantly interfered with activities of daily life. It is unknown if an incision enlargement was performed, but it was confirmed that a vitrectomy was not performed. Reportedly, there was no patient injury and no issues have been reported post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/03/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. The lens was received cut in two (2) pieces, that could be related to the explant process. The reported complaint cannot be confirmed and product deficiency was not identified. Manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.